Manufacturer narrative:
(B)(4). Corrected data: the analysis found that the plee60a device was received in good visual condition and with a gst60g cartridge reload present; it was noted to be fully fired. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Photos provided were review during analysis.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2016. Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after the second or third firing with a green reload without buttressing, when the device was removed, it was noticed that tissue was stuck to the cartridge and cartridge drivers. Additionally, a sliver of green plastic was seen on the specimen side of the cut after the firing. The device and cartridge were removed from the case. There was no damage to the tissue or bleeding where the cartridge made contact with tissue on this firing. Another device of the same product code was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n54h37. The analysis found that one pse60a device was returned in good visual condition and with one gst60g cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Photos provided with the device were review during analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.